Event description:
A report was received that it was uncomfortable for the patient to charge her ipg due to the location of the ipg. The patient underwent a pocket revision and the physician implanted two extension and moved the pocket from the back to the abdomen. The patient is reportedly doing well following the procedure.